Manufacturer narrative:
(B)(4). The analysis results of the device found that a seal of the universal seal assembly was received inside a sample bag; the seal was noted to be torn in the area that assembly with the lower ring and damage on the body of the seal was noted. A possible cause of the found condition may be that the seal was pushed down and detached from the universal seal during the insertion of a sharp surgical device like a scissor. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, an inner seal fell out. The fallen piece was retrieved; no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.